Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00840 (screw) and 0001822565 - 2022 - 00838 (screw).

Event description:
It was reported that patient was revised due to locking screws in proximal tibia plate backing out and not locked in properly. The issue had occurred due to the patient falling and the two longest screws had backed out as a result. Attempts have been made and no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00838-1, 0001822565-2022-00840-1. D10: medical products: item#: 00235909036, 3.5 mm cannulated locking screw 90 mm length; lot#: 62098620; item#: 00235908536, 3.5 mm cannulated locking screw 85 mm length; lot#: 62120799; item#: 00235908536, 3.5 mm cannulated locking screw 85 mm length; lot#: 60705515; item#: 00235908536, 3.5 mm cannulated locking screw 85 mm length; lot#: 60705515; item#: 00235903835, 3.5 mm locking screw 38 mm length; lot#: 63748422; item#: 00235908036, 3.5 mm cannulated locking screw 80 mm length; lot#: 62121947. The conical thread form of the zplp lateral tibial bone plate is conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.